Manufacturer narrative:
Per user guide; if you are unsure about potential damage, discontinue use of the system and con­tact your local tandem diabetes care representative. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became damaged and the customer experienced charging the pump with the cable. There was no reported impact to the customer's blood glucose level.